Manufacturer narrative:
Customer provided new information that the implant failed due to a lack of primary stability. No other implant was replaced during the surgery. This case was originally reported as a malfunction as "dropped from the implant driver" and will now be reported as a serious injury.

Event description:
The implant failed due to a lack of primary stability.

Event description:
The implant malfunctioned due to dropping from the implant driver. The malfunction did not cause or contribute to a death or serious injury.